Event description:
General report received of an unspecified number of undocumented incidents of backflow of fluid from the secondary solution containers into the primary solution containers. The tubing sets were being used to deliver unspecified solutions via symbiq pumps. At unspecified times, the secondary tubing sets were connected to the primary tubing sets for piggyback deliveries of unspecified solutions. The primary solution containers were lowered below the secondary solution containers. After unspecified lengths of time in use, it was reported that the nurses noted backflow from the secondary solution containers to the primary solution containers. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.